Manufacturer narrative:
(B)(4) the local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Save to disk analysis found the shock impedance measurements were high when the proximal coil was included in the shocking vector. Technical services discussed programming the shocking vector to rv coil to can and performing defibrillation threshold (dft) testing. No adverse patient effects were reported.